Manufacturer narrative:
The pump was received with normal operating currents. The pump was programmed with multiple boluses and no unexpected bolus stopped alarms were noted. The pump was received with minor scratches on the lcd window and a scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer experienced several bolus stopped alarms on the insulin pump. The patient's blood glucose at the time of the initial incident is unknown. The customer has been able to clear the alarms each time, but eight total alarms have occurred since throughout the night preceding the call. Troubleshooting was initiated for the bolus stopped alarms. The customer confirmed that the battery cap was fine and that the pump had not been dropped or damaged. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.